Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, bleeding and hematoma developed at the impella access site. The blue suture hub on the repositioning (repo) sheath appeared to have advanced fully to the wings. The site was redress and re-secure the hub with forward tension sutures, and a safeguard device was placed. When subsequent hematoma and suction alarms occurred, the patient was given fluids, the dressing was removed, and manual pressure was applied for approximately one hour. The safeguard device was replaced, and by the following morning, the access site appeared clean with no visible hematoma. The patient also experienced runs of ventricular tachycardia (vt). The patient¿s condition stabilized, and the impella cp device was subsequently weaned and explanted.

Manufacturer narrative:
Investigation summary: data review: data logs showed pump ran without issue during support. There were suction alarms triggered in early of the case but resolved quickly. There were no mc spikes, abnormal ps or purge issues observed during support. Product was not returned for review. Major bleed: the cause of major bleed was unable to be determined as limited clinical details were provided and no product was returned for review. Pump suction: the cause of pump suction was most likely patient condition since it resolved per data log review after volume was given. Device history lot, device lot #: 1956251. Device history batch, subcomponent lot#: n/a. Device history review, pump sn: (B)(6). Passed all post sterile inspection checks.